Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had discomfort in the ipg pocket. To address this issue patient underwent surgical intervention on (B)(6) 2019 where the ipg was relocated to a new pocket located superior to the previous pocket. Effective therapy was restored post operatively .